Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ and/or tissue perforation") and device dislocation ("device migration") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), infection ("infections"), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and laparoscopic supracervical hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, infection, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered device dislocation, hypersensitivity, infection, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ and/or tissue perforation'), device dislocation ('device migration') and salpingitis ('portion of fallopian tube: focal acute and chronic inflammation.') In a 31-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included heavy periods, dyspareunia, bleeding breakthrough, right lower quadrant pain, endometriosis, ovarian cyst, adhesion and von willebrand's disease. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2010 to (B)(6) 2012; for an unreported indication: sulfa and povidone-iodine. Past adverse reactions to the above products included adverse drug reaction with mirena; rash pruritic with povidone-iodine; and rash with sulfa. Concurrent conditions included genital bleeding. Concomitant products included aciclovir (acyclovir) since 2004, dienogest;estradiol valerate (natazia), nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ psych injury"), 3 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), infection ("infections"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy/rash/skin condition"), urinary tract infection ("urinary problem - urinary tract infection"), cystitis ("bladder problem - bladder infection"), post procedural complication ("post removal complications"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, salpingitis, infection, menstrual disorder and post procedural complication outcome was unknown and the device dislocation, genital haemorrhage, pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, dermatitis allergic, urinary tract infection, cystitis, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, dermatitis allergic, device dislocation, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, salpingitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure trailing coils in left side are 03 and on right side are 03. Patient received treatment for general abnormal bleeding and migration diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: disordered proliferative endometrium with no hyperplasia. Ultrasound scan - on (B)(6) 2013: small amount of fluid in her endometrial cavity. But otherwise no abnormalities were seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia and the following one was described in patient¿s medical record: salphingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: the event ¿allergic reaction¿ was recovered. Reporter information was added. Reporter causality comment was updated., outcomes of events updated. Urinary disorder and bladder problem event updated as urinary tract infection and bladder infection respectively. Vaginal infection and vaginal discharged updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ and/or tissue perforation'), device dislocation ('device migration') and salpingitis ('portion of fallopian tube: focal acute and chronic inflammation.') In a 31-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included heavy periods, dyspareunia, bleeding breakthrough, right lower quadrant pain, endometriosis, ovarian cyst, adhesion and von willebrand's disease. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2010 to (B)(6) 2012; for an unreported indication: sulfa and povidone-iodine. Past adverse reactions to the above products included adverse drug reaction with mirena; rash pruritic with povidone-iodine; and rash with sulfa. Concurrent conditions included genital bleeding. Concomitant products included aciclovir (acyclovir) since 2004, dienogest;estradiol valerate (natazia), nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ psych injury"), 3 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), infection ("infections"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), abdominal pain ("abdominal pain"), rash ("allergy/rash/skin condition"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem") and post procedural complication ("post removal complications"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, salpingitis, infection, menstrual disorder, hypersensitivity and post procedural complication outcome was unknown and the device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, rash, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, rash, salpingitis, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure trailing coils in left side are 03 and on right side are 03. Patient received treatment for general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: disordered proliferative endometrium with no hyperplasia. Ultrasound scan - on (B)(6) 2013: small amount of fluid in her endometrial cavity. But otherwise no abnormalities were seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia and the following one was described in patient¿s medical record: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications. Outcome of previously added event device migration was updated to recovered/resolved. Previously added event allergy was updated to rash/skin condition. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ and/or tissue perforation'), device dislocation ('device migration'), salpingitis ('portion of fallopian tube: focal acute and chronic inflammation.') And genital haemorrhage ('general abnormal bleed') in a 31-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included heavy periods, dyspareunia, bleeding breakthrough, right lower quadrant pain, endometriosis, ovarian cyst, adhesion and von willebrand's disease. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2012; for an unreported indication: sulfa and povidone-iodine. Past adverse reactions to the above products included adverse drug reaction with mirena; rash pruritic with povidone-iodine; and rash with sulfa. Concurrent conditions included genital bleeding. Concomitant products included aciclovir (acyclovir) since 2004, dienogest;estradiol valerate (natazia), nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ psych injury"), 3 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), allergic reaction ("allergic reaction"), abdominal pain ("abdominal pain"), allergy nos ("allergy"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, salpingitis, infection, menstrual disorder and allergic reaction outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, allergy nos, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, allergic reaction, anxiety, bladder disorder, depression, device dislocation, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, salpingitis, urinary tract disorder, uterine perforation, vaginal haemorrhage and allergy nos to be related to essure. The reporter commented: essure trailing coils in left side are 03 and on right side are 03. Patient received treatment for general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: disordered proliferative endometrium with no hyperplasia. Ultrasound scan - on (B)(6) 2013: small amount of fluid in her endometrial cavity. But otherwise no abnormalities were seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia and the following one was described in patient¿s medical record: salphingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: abdominal pain, general abnormal bleeding, allergy, urinary problem, bladder problem added. Outcome for previously added events physical pain / pelvic pain, abnormal bleeding (menorrhagia), depression, anxiety was updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ and/or tissue perforation'), device dislocation ('device migration') and salpingitis ('portion of fallopian tube: focal acute and chronic inflammation.') In a 31-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included heavy periods, dyspareunia, bleeding breakthrough, right lower quadrant pain, endometriosis, ovarian cyst, adhesion and von willebrand's disease. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2010 to (B)(6) 2012; for an unreported indication: sulfa and povidone-iodine. Past adverse reactions to the above products included adverse drug reaction with mirena; rash pruritic with povidone-iodine; and rash with sulfa. Concurrent conditions included genital bleeding. Concomitant products included aciclovir (acyclovir) since 2004, dienogest;estradiol valerate (natazia), nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ psych injury"), 3 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), infection ("infections"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy/rash/skin condition"), urinary tract infection ("urinary problem - urinary tract infection"), cystitis ("bladder problem - bladder infection"), post procedural complication ("post removal complications"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, salpingitis, infection, menstrual disorder and post procedural complication outcome was unknown and the device dislocation, genital haemorrhage, pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, dermatitis allergic, urinary tract infection, cystitis, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, dermatitis allergic, device dislocation, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, salpingitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure trailing coils in left side are 03 and on right side are 03. Patient received treatment for general abnormal bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: disordered proliferative endometrium with no hyperplasia. Ultrasound scan - on (B)(6) 2013: small amount of fluid in her endometrial cavity. But otherwise no abnormalities were seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia and the following one was described in patient¿s medical record: salphingitis. Lot number:959217 manufacture date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ and/or tissue perforation") and device dislocation ("device migration") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), infection ("infections"), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (laparoscopic supracervicaj hysterectomy and laparoscopic supracervical hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, infection, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered device dislocation, hypersensitivity, infection, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ and/or tissue perforation'), device dislocation ('device migration') and salpingitis ('portion of fallopian tube: focal acute and chronic inflammation.') In a 31-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included heavy periods, dyspareunia, bleeding breakthrough, right lower quadrant pain, endometriosis, ovarian cyst, adhesion and von willebrand's disease. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2010 to (B)(6) 2012; for an unreported indication: povidone-iodine and sulfa. Past adverse reactions to the above products included adverse drug reaction with mirena; rash pruritic with povidone-iodine; and rash with sulfa. Concurrent conditions included genital bleeding. Concomitant products included aciclovir (acyclovir) since 2004, dienogest;estradiol valerate (natazia), nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"), 3 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, salpingitis, infection, menstrual disorder, hypersensitivity, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, salpingitis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: coils: left 03 right 03 diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: disordered proliferative endometrium with no hyperplasia. Ultrasound scan - on (B)(6) 2013: small amount of fluid in her endometrial cavity. But otherwise no abnormalities were seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was added in patient¿s medical record: salpingitis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish ,portion of fallopian tube: focal acute and chronic inflammation and she did not undergo essure confirmation test. Lot number, medical history, concurrent condition, concomitant medication and laboratory data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ and/or tissue perforation'), device dislocation ('device migration') and salpingitis ('portion of fallopian tube: focal acute and chronic inflammation.') In a 31-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included heavy periods, dyspareunia, bleeding breakthrough, right lower quadrant pain, endometriosis, ovarian cyst, adhesion and von willebrand's disease. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2010 to (B)(6) 2012; for an unreported indication: povidone-iodine and sulfa. Past adverse reactions to the above products included adverse drug reaction with mirena; rash pruritic with povidone-iodine; and rash with sulfa. Concurrent conditions included genital bleeding. Concomitant products included aciclovir (acyclovir) since 2004, dienogest;estradiol valerate (natazia), nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"), 3 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, salpingitis, infection, menstrual disorder, hypersensitivity, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, salpingitis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: coils: left 03 right 03. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: disordered proliferative endometrium with no hyperplasia. Ultrasound scan - on (B)(6) 2013: small amount of fluid in her endometrial cavity. But otherwise no abnormalities were seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was added in patient¿s medical record: salphingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ and/or tissue perforation'), device dislocation ('device migration') and salpingitis ('portion of fallopian tube: focal acute and chronic inflammation.') In a 31-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included heavy periods, dyspareunia, bleeding breakthrough, right lower quadrant pain, endometriosis, ovarian cyst, adhesion and von willebrand's disease. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2010 to (B)(6) 2012; for an unreported indication: sulfa and povidone-iodine. Past adverse reactions to the above products included adverse drug reaction with mirena; rash pruritic with povidone-iodine; and rash with sulfa. Concurrent conditions included genital bleeding. Concomitant products included aciclovir (acyclovir) since 2004, dienogest;estradiol valerate (natazia), nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ psych injury"), 3 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), infection ("infections"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy/rash/skin condition"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem") and post procedural complication ("post removal complications"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, salpingitis, infection, menstrual disorder and post procedural complication outcome was unknown and the device dislocation, genital haemorrhage, pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, dermatitis allergic, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, device dislocation, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, salpingitis, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure trailing coils in left side are 03 and on right side are 03. Patient received treatment for general abnormal bleeding and migration diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: disordered proliferative endometrium with no hyperplasia. Ultrasound scan - on (B)(6) 2013: small amount of fluid in her endometrial cavity. But otherwise no abnormalities were seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia and the following one was described in patient¿s medical record: salphingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: the event ¿allergic reaction¿ was recovered. Reporter information was added. Reporter causality comment was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.